Event description:
It was reported that foreign material was found in four (4) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was noticed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred between october 26, 2021 - december 6, 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: february 19, 2021 - february 20, 2021. H10: four (4) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification and no particulate matter (pm) was observed in all samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.